Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: b2 d6b d8 h6. The revision reported was likely the result of humeral loosening possibly leading to stem migration and joint dislocation. However, this cannot be confirmed and potential contributions from patient or user related considerations to the event could not be assessed because the components were not returned for evaluation, and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: a966201 - 320-01-38 - equinoxe reverse 38mm glenosphere. A998298- 320-10-00 - equinoxe reverse tray adapter plate tray +0. A744140- 320-15-01 - eq rev glenoid plate. A960792 -320-15-05 - eq rev locking screw. A950920 -320-20-00 - eq reverse torque defining screw kit. A824269- 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. A693600- 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. A784432- 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S505139- 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. A969263 -320-38-00 - equinoxe reverse 38mm humeral liner +0 a886348- 531-78-20 - shouldr gps hex pins kit. 11054823170- a10012 - gps implant kit v2.

Event description:
As reported, approximately 2 months post an initial right tsa, the stem rotated inside the canal and the patient dislocated their shoulder. The patient was revised and everything was removed. The surgeon decided to cement in a stem and do a higher glenosphere. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.